Event description:
It was reported that 153 days after implantation of a taxus express2 2.5x12mm drug eluting stent, an in-stent stenosis occurred. The target lesion was located in the inferior branch of the 1st diagonal artery. No info was reported on the degree of stenosis before or after the placement of the 2.5x12mm taxus stent. No info was reported on the calicification or tortuosity of the treated vessel. No info was reported on medications used during the procedure or pt complications. The pt presented 153 days after the original intervention with 100% in-stent stenosis of the ostial inferior branch of the 1at diagonal artery. A 2.7x28mm stent was deployed in the in-stent stenosis region. Post intervention percentage of stenosis was not reported for the inferior branch of the 1at diagonal artery. The 1st diagonal artery was reported with 0% stenosis after deployment of the 2.75x28mm taxus stent. No info was received concerning pt complications.